Event description:
The customer reported that the control panel becomes erratic.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. During testing, the workstation rebooted. The ge svc rep removed, and replaced the 386 motherboard. He rebooted the system multiple times without any issues. The system is running as intended.